Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, and reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in log on incident date (B)(6) 2017. A functional test was performed and resulted in no failures related to the patient's complaint. The reported event of initializing screen without manual restart was confirmed during log review. A root cause for the firmware errors could not be determined.